Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an scd. The customer states a crack was found on the electric cord (power cord) and noticed that smoke would come from the bottom of the bed.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.